Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used device for segmental resection of the left lung. After exenteration of specimen, the surgeon noticed the cut end of bronchus and pulmonary artery were not resected yet, then resected them with the device, however staples were malformed. The cut end of bronchus was not partially stapled, however bronchus was already non-communicated. Then the surgeon cauterized incomplete staple line by ball electrode soft coagulation. No leakage was noted at leak test. The procedure was completed. The patient was in good condition after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the device. Photographic inspection noted that some staples were malformed. Flat staples were noted. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.